Event description:
Reportedly, the subject pacemaker could not be interrogated but still responded to magnet at 96min-1. Interrogation attempts were repeated in multiple position by different operators but failed. The device will be explanted and returned for analysis.

Event description:
Reportedly, the subject pacemaker could not be interrogated but still responded to magnet at 96min-1. Interrogation attempts were repeated in multiple position by different operators but failed. The device will be explanted and returned for analysis.